Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the stent was free moving along the balloon. The balloon did not appear to have been subjected to any positive pressure. There was a clear impression of where the stent had been crimped. The actual stent was compressed at its distal end (as it rested on the balloon). The stent did not appear to have been deployed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR # 2134265-2010-05846. It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 100% in-stent restenosed, concentric, 5x15mm, <= 45 degree bend lesion being treated was located in the non-tortuous, severely calcified distal right coronary artery (rca). The patient presented with a myocardial infarction. In-stent restenosis of a previous placed 4.50x28mm liberte stent was identified. The lesion was predilated with 3 maverick balloons (2.5x15mm, 3.0x15mm, 3.5x15mm). The physician attempted to place the 4.50x32mm liberte stent, but was unable to cross the lesion. During withdrawal, the physician identified the 4.50x32mm stent was no longer mounted on the balloon. The physician attempted to locate the stent, but was unsuccessful. All other devices were removed and the stent was not found in the guide catheter. While introducing another guide catheter the stent was located in the right artery and had partially entered into the guide catheter. A balloon, inflated at low atms, was used to trap the stent against the guide catheter and again all of the devices were removed simultaneously. Further balloon dilatations were made. The procedure was completed with deployment of 3 liberte stents (4.5x16mm; 5.0x32mm; 5.0x16mm). The lesion was post dilated with a 5x15mm maverick balloon. No further patient complications were reported and the patient's status is good.

Event description:
It was further reported that in (B)(6) 2005 the patient presented with a st elevation myocardial infarction. The 100% stenosed, 4.5x20mm lesion being treated was located in the non-tortuous, severely calcified mid to distal right coronary artery (rca). The lesion was predilated with an unspecified 3x20 balloon, inflated to 16atm for 30 seconds. A 4.50x28mm liberte stent was implanted, inflated to 14atm. The stent was well apposed. Medications given included: clopidogrel, heparin, and plavix. In (B)(6) 2010, angiography identified in-stent restenosis of the previously placed 4.50x28mm liberte stent. Antiplatelet therapy at the time of the event was aspirin.

Event description:
It was further reported that in september 2005 the patient presented with a st elevation myocardial infarction. The 100% stenosed, 4.5x20mm lesion being treated was located in the non-tortuous, severely calcified mid to distal right coronary artery (rca). The lesion was predilated with an unspecified 3x20 balloon, inflated to 16atm for 30 seconds. A 4.50x28mm liberte stent was implanted, inflated to 14atm. The stent was well apposed. Medications given included: clopidogrel, heparin, and plavix. In (B)(6) 2010, angiography identified in-stent restenosis of the previously placed 4.50x28mm liberte stent. Antiplatelet therapy at the time of the event was aspirin.